Event description:
It was reported to technical services on 10/27/2011 that this lead will be revised. Patient received 4 shocks yesterday morning between 2 am and 3 am. Presented to ER yesterday 3 am. All eposide's / shocks inappropriate due to noise on lead. Impedance jumped to 1000 ohms as checked yesterday morning slit 37 ohsm working with dr. (B)(6) ER md was (B)(6). Will be doing a lead extraction and upgrading to crt- d. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).